Manufacturer narrative:
Unknown lot number. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, based on the information provided, our conclusion is that the device cited meets our criteria of a previously investigated complaint.

Event description:
While using the bd vacutainer® sst¿ blood collection tubes, it was reported that there were erroneous results in the form of high potassium levels.